Event description:
It was reported the pt (south africa) is experiencing a burning sensation at his ipg site while stimulation is on. The pt's physician reported his magnesium was low and that magnesium treatment helps ease the burning sensation. A full scs system diagnostic did not show any abnormalities. The pt is receiving effective stimulation. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.